Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of the device considered 'similar' to this device cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include investigation conclusions.

Event description:
As per source doc: one stent broke yesterday during the procedure in room 2. As per complaint form: pin could not be detached at point of no return. Stent broke and opened itself at the bottom.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of the device considered 'similar' to this device. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 (B)(4). Investigation is still pending a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per source doc: one stent broke yesterday during the procedure in room 2. As per complaint form: pin could not be detached at point of no return. Stent broke and opened itself at the bottom.

Event description:
This follow up report is being submitted to cancel the initial report. As per source doc: one stent broke yesterday during the procedure in room 2. As per complaint form: pin could not be detached at point of no return. Stent broke and opened itself at the bottom.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. The 510(k) number provided is of the device considered 'similar' to this device. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: 3005580113. This follow up report is being submitted to cancel the initial MDR report. The device related to this file was returned and evaluated confirming that the stent had not fractured but the left and right handle shell at proximal end of handle had separated. The file was re-assessed and this report is to notify that this event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Following the investigation the risk in this event was found to be low. The evo-fc-10-11-6-b device of lot number c1525550 was returned to cook ireland and evaluated on the 10 oct 2018. Upon evaluation of the device, greater than expected resistance was felt when unscrewing lockwire assembly and flla at back of handle. This led to separation of the left and right handle shell at proximal end of handle, making the removal of the lock wire impossible. Stent could not be deployed. Able to then deploy device fully but not able to separate from system as couldn¿t unscrew the lock wire. Root cause: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to over tightening of the lockwire assembly. Document review: a review of the relevant manufacturing records for the evo-fc-10-11-6-b of c1525550 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that this issue affects the entire lot #: c1525550; upon review of complaints this failure mode has not occurred previously with this lot #: c1525550. IFU review: as per the instructions for use, ifu0057-5, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to prove that the customer did not follow the IFU. Summary: customer complaint confirmed as failure was verified in laboratory. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.